Event description:
The customer reported an intermittent loss of the diagnostic live image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.